Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and fluid was able to flow through the tubing. No occlusion was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during manual prime. Button error during a bolus attempt and the buttons are not responsive. Customer's blood glucose was 312 mg/dl at the time of incident. Troubleshooting was done for no delivery and two reservoirs did not work as the caps for the reservoir were spinning. Customer used third reservoir and appeared to work however, troubleshooting advised customer to monitor pump and reservoir and advised that the device would be replaced and to return the product for analysis.